Event description:
A nurse reports during irrigation and aspiration mode in cataract surgery, the surgeon noticed 'metal flakes' in the patient's left eye from the handpiece. The flakes appeared to be imbedded in the iris. He removed 2 flakes, but thought there was one more he couldn't remove. The surgeon stated the patient's outcome was unknown at this time, but prognosis is good.

Manufacturer narrative:
Investigation, including root cause determination, is in progress. This report mailed in to FDA on: 03/09/2007.